Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead exhibited placement difficulties during implant attempt; and, the helix fixation mechanism was unable to be retracted. As such, damage of the electrode end was suspected, and the physician elected to remove this lead and replace it. No adverse patient effects were reported. The lead was returned to boston scientific for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited placement difficulties during implant attempt; and, the helix fixation mechanism was unable to be retracted. As such, damage of the electrode end was suspected, and the physician elected to remove this lead and replace it. No adverse patient effects were reported.